Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 210mg/dl. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.